Event description:
Related manufacturer reference number: 2017865-2025-17305. It was reported that the dislodgement was noted on the patient's right ventricular (rv) lead post-operatively. Rv lead testing showed decreased sensing and loss of capture. Diagnostic imaging confirmed the dislodgement. On (B)(6) 2025, the physician successfully repositioned the rv lead. During the procedure, the right atrial (ra) lead became dislodged as well. The physician attempted to reposition the ra lead however, the helix failed to fully extend. The physician elected to explant and replace the ra lead. The patient condition was stable.